Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was impacted 46 mg/dl. The customer stated to not know if low bg was a result of the malfunction alarm. The customer consumed carbohydrates to stabilize bg level. It was indicated that the customer would use fast and long lasting insulin as alternate insulin therapy.